Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that while attempting to go transseptal, the physician stated that the needle and wire felt "tight" while attempting to advance them within the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged and the issue resolved. While continuing the case, the physician noted a pericardial effusion and verified using intracardiac echo. Anesthesia notified the physician that the patient's blood pressure was decreasing. A pericardiocentesis was then performed. They pulled 550 ml of fluid from the pericardial space. The patient was stable and moved to the intensive care unit for observation. The adverse event was discovered while going transseptal. Physician¿s opinion on the cause of this adverse event was that it was due to anatomy of the patient. Outcome of the adverse event was unchanged and stable. Patient required extended hospitalization because of the adverse event. The event occurred while attempting to pass carto vizigo¿ 8.5f bi-directional guiding sheath - medium across the septum. No error messages. Additional information was received. Patient sent to the intensive care unit (ICU) with drain for monitoring. Transseptal puncture performed was performed with a baylis versacross wire. The reported sheath was in use during the transeptal puncture. Resistance did not result in any damage to the sheath or damage to wire. There was resistance with the sheath when they were trying to withdraw it from the sheath. The needle/wire was able to move within the sheath. The resistance did not result in needle/wire slipping out of sheath. No ablation catheter was used in the body. The event was pre-ablation. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-may-2023 the hemostatic valve was dislodged inside of hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 04-may-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic examination, and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device features were reviewed, and no other issues were observed during the product investigation. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was that it was due to anatomy of the patient. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: fracture problem (c070603)/ investigation conclusions unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿ issue and the customer¿s reported ¿resistance with sheath¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that while attempting to go transseptal, the physician stated that the needle and wire felt "tight" while attempting to advance them within the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was exchanged and the issue resolved. While continuing the case, the physician noted a pericardial effusion and verified using intracardiac echo. Anesthesia notified the physician that the patient's blood pressure was decreasing. A pericardiocentesis was then performed. They pulled 550 ml of fluid from the pericardial space. The patient was stable and moved to the intensive care unit for observation. Max wattage used- 0; total lesions- 0; total ablation time-0; total fluid-0. The adverse event was discovered while going transseptal. Physician¿s opinion on the cause of this adverse event was that it was due to anatomy of the patient. Outcome of the adverse event was unchanged and stable. Patient required extended hospitalization because of the adverse event. The event occurred while attempting to pass carto vizigo¿ 8.5f bi-directional guiding sheath - medium across the septum. No error messages. Additional information was received. Patient sent to the intensive care unit (ICU) with drain for monitoring. Transseptal puncture performed was performed with a baylis versacross wire. The reported sheath was in use during the transeptal puncture. Resistance did not result in any damage to the sheath or damage to wire. There was resistance with the sheath when they were trying to withdraw it from the sheath. The needle/wire was able to move within the sheath. The resistance did not result in needle/wire slipping out of sheath. No ablation catheter was used in the body. The event was pre-ablation. Both reprocessed devices were reprocessed by sterilmed, both catheters are available but lot numbers are not available. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The resistance with sheath issue was assessed as non reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).